Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth implant, due to the patients concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure : unable to observe since it is a medical event and is not related to the device. Rupture : no observed. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implant due to the patients concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implant due to the patients concern with the product. Device has been explanted and replaced.